Event description:
It was reported by the customer that the catheter was inserted into a very sick pt. The pt was given inotropes and other medication, however, there was no response produced to the administration of these medications. Upon closer examination of the central venous catheter (cvc), the dressing was noted to be saturated. As a result, the catheter was found to have a small slit in the distal end of the catheter before the hub.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.